Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case, for the second valve placed to stabilize the first. Please reference related manufacturer report no: 2015691-2021-02319. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the patient had a pvc or loss of pacing capture during valve implantation. A second valve was required to stabilize the first valve which embolized into the aorta. A third valve was required to complete the tavr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) , during the deployment of the 26mm sapien 3 in aortic position by transfemoral approach, it 'popped out' (pvc or loss of pacing capture occurred). The valve moved back to the descending aorta but it was not safely deployed. The operator decided to use a second 29mm s3 valve, in order to improve the fixation and it successfully deployed within the first valve inside the aorta. A third 26mm s3 valve was then used as the tavr valve. Only one kit of 26mm valve was available for backup so they a 29mm valve was used with less 2cc. The final implant outcome was good. The patient remained stable throughout the whole procedure. As per medical opinion, the root cause of the event was because ventricular premature beats.